Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed that elective replacement indicator (eri) was declared due to long charge times. The device case was removed to facilitate the inspection of the internal components. Testing via an oscilloscope confirmed this device had an intermittent open connection in an internal component, resulting in the observed long charge times and resultant premature declaration of eri.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones. Upon interrogation of the device it was found to have declared elective replacement indicator (eri). It was noted that during a previous follow-up approximately 6 months earlier the device displayed 10.5 years remaining longevity. High right ventricular (rv) lead pacing output was also noted in addition to a single instance of anti-tachycardia pacing (atp); no shocks were given since the patient's last follow-up. Suspecting premature battery depletion (pbd), analysis of device data was requested. Data analysis indicated eri was triggered following two consecutive auto capacitor reformation charge times greater than 15 seconds. Despite good remaining battery capacity, device replacement was recommended as shock therapy could no longer be guaranteed. A revision procedure was subsequently performed wherein the device was explanted and replaced. No adverse patient effects were reported.